Event description:
Customer reported receiving a lost sensor alert the day before the call. Customer also reported that the needle hub was stuck inside the serter. Blood glucose level was 264 mg/dl at the time of the call. During a follow up call, customer reported having a blood glucose level of 455 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.